Event description:
It was reported that the patient had an initial right knee arthroscopy with acl reconstruction and lateral meniscus tear repair. During the procedure, the tip of the juggerstitch broke while piercing into the meniscus. The procedure was successful with the acl in stable and satisfactory position. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h3; h4; h6 the reported event is confirmed. Visual examination of the returned product identified the juggerstitch was returned without any packaging material/components and has not been cycled. The sutures and both anchors remain in the needle tip however the tip of the needle has fractured at the junction of the curved needle insert and the repair needle sleeve. There are no signs of flashing and confirmed the translucent green handle is visually conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of the available records identified the following: op report¿ acl complete tear ¿ lateral meniscus posterior horn tear, repaired with 2 all invisible sutures ¿ tunnel prepared to femur and tibia, harvested graft was quadrupled and passed through tunnels and secured with absorbable ¿ acl graft assessed, found to be stable and satisfactory ¿ long knee brace applied ¿ a definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.